Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, on (B)(6) 2016, the patient underwent a procedure to excise the excess skin. During the same procedure a longer abutment was placed. The implanted device remains.